Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 7 am. She tested on the subject meter and observed a value of ¿164 mg/dl¿ as compared to ¿54 mg/dl¿ observed with a different meter (bayer) both tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with novolog insulin through pump therapy and reported that she increased her dose of novolog to 12 units in response to the alleged issue on that same day. Approximately 1 hour after testing, she claimed she developed symptoms of ¿numbness, sweating and lightheadedness¿ but despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013). The patient¿s meter and test strips have been returned on (B)(6) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.